Event description:
It was reported by (B)(6), an onkos distributor, that a 43-year-old female patient with an underwent revision due to loosening of the femoral stem and dislocation of the knee joint.

Manufacturer narrative:
The root cause of this complaint was not determined.